Manufacturer narrative:
Based on the available information, the patient involved meets the following risk criteria for early prosthesis wear/osteolysis as specified in the hhe: implanted with a lateralized liner, combination of largest available femoral head and/or thinnest available acetabular liner was used, and implanted with a component having a shelf age of greater than 2 years. The most likely cause for the revision reported due to prosthesis wear and osteolysis is a combination of the risk factors specified in the hhe. However, this cannot be confirmed because the devices were not returned for evaluation and radiographs were not provided.

Manufacturer narrative:
Section d10: concomitant products crown cup,cluster-hole gr.58 (cat# 180-01-58 / serial# (B)(6)) crown cup,cluster-hole gr.50 (cat# 180-01-50 / serial# (B)(6) ) crown cup inlay neutral gr.3,32mm (cat# 130-32-53 / serial# (B)(6) ) additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported by german competent authorities, part of the manufacturer's recall campaign, the patient went to have the device implanted in 2018 checked hip prosthesis. The x-ray control showed a clear decentering of the prosthetic base and unusually large osteolysis in the acetabulum as a sign of premature inlay wear. The patient was revised to an inlay change on (B)(6), 2023 to a vitd-hardened, specially approved inlay (novation xle extended coverage liner, group 1, ref (B)(4) sn (B)(6)). As part of the replacement operation; in addition to the inlay replacement, the solid cup integrity was determined as well as curettage and sealing the cysts in the socket using allogeneic spongiosa and changing the prosthetic head. As per information received the item data of the implantation and replacement, as well as photos of the explants, will be sent upon receipt. Confirmation of receipt with bfarm case number submitted later. The explants are currently in the laboratory doctor's office for microbiological examination using sonication. After the examination (14 days of long-term incubation), these are sent back to competent authorities and then a present one subject to the patient's consent - contact the manufacturer upon request for further material-related information investigation provided. Surgical reports/x-rays are also available upon request.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: h6. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.